Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on (B)(6), 2014 in the common bile duct.according to the complainant, during stent deployment, they noted that the black introducer broke from the delivery system. The broken part was retrieved using grasper. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation found out that the guide catheter was bent in several locations and was also detached from the device. Pull wire was also bent from the proximal end. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an advanix preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2014 in the common bile duct. According to the complainant, during stent deployment, they noted that the black introducer broke from the delivery system. The broken part was retrieved using grasper. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.